Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 237,022 joules of use. The procedure was completed using a second fiber. Pt outcome: "ok - no harm to pt".

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted.